Manufacturer narrative:
G4: 18aug2020. B4: 19aug2020. A touchscreen assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
It was reported that the ventilator had an operation failure in the touch panel. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touch panel to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.